Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent sterilization, after her third child. On an unspecified date, she started experiencing severe back pain, pain during intercourse, chronic yeast infections, abnormal heavy prolonged bleeding, severe menstrual pain, severe lower abdominal pain, cramping, migraines, rashes, itching, fatigue and weight fluctuation. She is planning to remove essure as a definitive solution to the pain and suffering. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain abnormal heavy prolonged (genital) bleeding. Plaintiff was planning to have the essure devices removed. These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 19-aug-2016 quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain abnormal heavy prolonged (genital) bleeding. Plaintiff was planning to have the essure devices removed. These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain /cramping") and genital haemorrhage ("abnormal heavy prolonged bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Previously administered products included for birth control: depo-provera from 2003 to 2005 and birth control pill in 2003. Concomitant products included hydrocortisone since 2015, metronidazole (flagyl) since 2015 and mometasone furoate since 2015. In october 2008, the patient had essure inserted. In october 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In february 2009, the patient experienced dyspareunia ("pain during intercourse, dyspareunia") and dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In june 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced abdominal pain lower (seriousness criterion medically significant), weight increased ("weight gain"), vaginal discharge ("vaginal discharge") and dermatitis ("dermatitis of vulva"). In 2014, the patient experienced back pain ("severe back pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fungal infection ("chronic yeast infections"), rash ("rashes"), pruritus ("itching") and vaginal infection ("vaginal infections"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, back pain, dyspareunia, fungal infection, dysmenorrhoea, migraine, rash, pruritus, fatigue, weight increased, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, headache and dermatitis outcome was unknown. The reporter considered abdominal pain lower, back pain, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), vaginal infections/yeast infection's, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, and dermatitis of vulva added as events. The product, patient and reporter information updated. Since essure removal did not occur and also there is no planned surgery, this case was downgraded to other event (and intervention required was unticked). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.